Event description:
The programmer was returned for service.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; loose contact found in the rf (radio frequency) head connector of the lem (link electronic module) printed circuit board assembly. Analysis also found the ECG (electrocardiogram) connector was glued to the housing and the cable bay was cracked. A screw was found loose in the bezel. The screen was colored due to the lvds (low voltage differential signaling) printed circuit board assembly being loose. It was noted the stylus and paper tray were missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer can be started but the telemetry entry is broken. The programmer is expected to be returned. There was no patient involvement.